Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Manufacture date changed to unknown. On (B)(6) 2017, it was reported that the device skipped when cutting skin. On february 14, 2017, it was clarified that the issue occurred (B)(6) 2016 during surgery. The harvested graft was able to be used and there was no additional graft taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and another device was used to complete the procedure. There was no extension or delay to the surgery and there was no harm or injury to the operator. The surgical technique for the product was utilized and there was no adverse event associate with the failure. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 28, 2015 where it was reported that the device does not cut properly and needs calibration and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and poppet assembly were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the air dermatome on january 13, 2017 revealed that the head and control bar were nicked and the calibration was out of specification at the 0 position. It was also noted that the motor speed was within specification. Repair of the air dermatome was performed by zimmer biomet surgical on january 13, 2017 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that the head and control bar were nicked. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the head and control bar were nicked and the calibration was out of specification at the 0 position. It was also noted that the r.p.m.s were within specification. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was reported that the device skipped when cutting skin.